Manufacturer narrative:
The pn: 380747-40 dv5 robot unit was returned for failure analysis, and the reported issue was confirmed but could not be reproduced. Reviewed error logs in artemis/lighthouse and confirmed that errors 307/319 did trigger in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was powered on, and no errors were observed. The unit was power cycled multiple times, and the system was still healthy. The system was left idle overnight, and no errors were triggered. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit with pn: 658350-10 was returned for failure analysis, and the reported issue could not be confirmed or reproduced. Error logs from artemis/light were reviewed, and errors 307/319 were triggered, pointing to the robot madd node. Upon visual inspection, no issues related to the reported event were found. The unit was installed on the known good in-house system, and it did not trigger any errors. The unit passed all functional tests and was working as designed. Based on these findings, the failure analysis team concluded that this unit was a wrong part return. A review of the site¿s system logs confirmed the 307 error that a node configured to be present stopped responding as well as 319 which indicates a node not present. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Although the error codes point to the robot console the probable root cause cannot be traced more specifically based on failure analysis not replicating the issue with an in-house system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse power cycled multiple times and was unable to replicate the issue. Fse replaced the pce, but the issue reportedly remained. Fse replaced robot console to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting repeated 307 and 319 faults. Site tried power cycling the system, but faults kept returning. Technical support engineer (tse) asked if instruments could be removed but system had no vision in the patient. Site removed scope and brought in a handheld scope. The customer was able to safely remove instrumentation. Tse had clinical sales rep (csr) perform a power cycle on the system and system powered up normally once all instruments and accessories (I&a) were removed. Surgeon had opted to convert case after second power cycle and was just waiting for I&a to be removed before converting. The procedure was laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.